Manufacturer narrative:
The event was reported as resolved 47 days after the infection was identified.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
There was no report that a da vinci system, instrument or accessory malfunctioned during the procedure. Additional patient information: height - 181cm., body mass index (bmi) - 25.9 kg/m2

Event description:
A patient in a study underwent a da vinci-assisted pulmonary segmentectomy procedure. The procedure was completed successfully without reported complications and no malfunctions of the da vinci system, instruments, or accessories. There were no postoperative complications during the hospital stay and the patient was discharged two days later. During the 30-day follow-up, the patient reported having increased pain, a mild redness and a slight reddish discharge from one of the keyhole wound sites which began around five days earlier. The patient was assessed by a general practitioner three days later. No wound swab was obtained, but the patient was prescribed codeine and flucloxacillin for seven days. The study investigator reported the event as mild severity, a clavien-dindo grade ii, non-serious, anticipated, possibly related to the study procedure, but not related to the investigational device and not related to the patient¿s underlying disease status. The patient¿s history of a chronic abscess at the left thigh, early postoperative flucloxacillin use, and underlying conditions including coeliac disease, hypertension, hypercholesterolaemia, and ischaemic heart disease may have contributed to the wound complication.